Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
The pump was explanted and returned to the manufacturer for analysis after 39 months implant duration after the patient started experiencing an increase in spasticity. The patient started to experience symptoms in the summer of 2006. The hcp reports no reduction of spasticity with increased baclofen doses. In september 2006 a side port access showed negative aspiration. The patient was scheduled for replacement surgery. During surgery, the hcp got good csf flow suggesting a possible kink in the catheter. A new pump was implanted with a 40 ml reservoir.